Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the common hepatic artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician placed one smart coil and eight other coils in the target vessel using the microcatheter. While attempting to advance the next smart coil into the hub of the microcatheter, the physician experience resistance, and the smart coil became stuck; therefore, it was removed. The procedure was completed using fifteen other smart coils, two other non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 64.0 and 127.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Upon functional testing, resistance was encountered while attempting to advance the smart coil out of its introducer sheath as the embolization coil compressed inside its sheath, and the smart coil could not be advanced at all. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the embolization coil. If the introducer sheath is not properly aligned with the hub of the microcatheter prior to advancement, resistance maybe experienced during advancement. Further advancement against resistance will result in offset coil winds on the embolization coil. Further evaluation of the returned smart coil revealed kinks in the pusher assembly. These kinks were likely resulted from advancing the smart coil against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.